Manufacturer narrative:
Additional narrative: philips has investigated this complaint. According to the information collected the philips service engineer inspected the system on site and replaced the wireless footswitch. Philips has confirmed that the reported problem is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).

Event description:
It has been reported to philips that, the wireless foot switch would not connect to the system during a procedure. The procedure was completed by using a wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.